Event description:
The registered nurse (rn) reported to fresenius that this patient on peritoneal dialysis (pd) had peritonitis one month ago. In additional follow-up, the rn confirmed that on (B)(6)2025 the patient was hospitalized for symptoms of abdominal pain. The nurse reported that the patient had a pd culture obtained in the hospital which grew streptococcus viridians, and the patient was diagnosed with peritonitis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin (dose not provided). On (B)(6)2025, the patient was discharged home continuing pd with the same cycler. The rn was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or malfunctions with the fresenius cycler in relation to the peritonitis event.

Manufacturer narrative:
Correction: g1 (type of report). The follow-up submission of this MDR report was generated in error. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy with many potential etiologies. However, the most common cause for peritonitis in pd patients is a breach in aseptic technique/touch contamination of the pd system, including the pd catheter by the patient. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The registered nurse (rn) reported to fresenius that this patient on peritoneal dialysis (pd) had peritonitis one month ago. In additional follow-up, the rn confirmed that on (B)(6) 2025 the patient was hospitalized for symptoms of abdominal pain. The nurse reported that the patient had a pd culture obtained in the hospital which grew streptococcus viridians, and the patient was diagnosed with peritonitis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin (dose not provided). On (B)(6) 2025, the patient was discharged home continuing pd with the same cycler. The rn was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or malfunctions with the fresenius cycler in relation to the peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The registered nurse (rn) reported to fresenius that this patient on peritoneal dialysis (pd) had peritonitis one month ago. In additional follow-up, the rn confirmed that on (B)(6) 2025 the patient was hospitalized for symptoms of abdominal pain. The nurse reported that the patient had a pd culture obtained in the hospital which grew streptococcus viridians, and the patient was diagnosed with peritonitis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin (dose not provided). On (B)(6) 2025, the patient was discharged home continuing pd with the same cycler. The rn was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or malfunctions with the fresenius cycler in relation to the peritonitis event.